Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited increased and out of range shock impedance measurements and increased pacing threshold measurements. Defibrillation threshold (dft) testing was performed and code 1005 was observed. Defibrillation therapy could not be delivered and external rescue was required. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.